Event description:
Rptr alleged the customer obtained discrepant back to back blood glucose results of 510 mg/dl, 527 mg/dl and 131 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.